Event description:
Customer indicated the relion confirm meter was reading high. At 7:00am got reading of 128 and gave herself 1 extra unit of insulin based on that reading as she was directed by her doctor. Started feeling light headed about 45 minutes later. Immediately drank some apple juice. Felt fine after that. Cust seems to test correctly and store strips correctly however she used the last of the strips she had and could not provide lot info. Controls not used. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.